Event description:
Additional information was received that initiated that the patient had their device disabled. The patient is being monitored at the time was seizure-free. The neurologist and the surgeon decided to not do surgery at this time due to it being so close to the original surgery. No further information was provided.

Event description:
It was initially reported that the patient had low impedance (below 600 ohms) at a recent appointment for systems and normal mode diagnostics. The physician is ordering x-rays, but there is no plan to send them to the manufacturer. The physician did not disable the generator since the patient was not having any adverse events and was receiving great efficacy. The patient had a recent generator replacement and diagnostics after the replacement showed an impedance of approximately 1500 ohms. The patient had met with her neurologist once prior to the low impedance and diagnostics were reported to be in normal limits. The patient is being referred to a surgeon for evaluation. Surgery is likely, but had not occurred to date. Good faith attempts for more information have been unsuccessful to date.